Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed, signifying that it the time is approaching for device replacement. Preapproaching recommended replacement time (rrt); battery voltage is 2.7528 volts. Concomitant product: product ID: 439878, lead, implanted: (B)(6) 2015.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. It was also noted that the right ventricular (rv) and left ventricular (lv) leads exhibited high thresholds. It was later confirmed that the lv lead was dislodged into the main coronary sinus. The lv lead was removed from the body then re-implanted in a new location. The device was explanted and replaced during lead revision. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.